Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving no delivery alarms due to accidentally taking expired reservoirs out of town with her. Customer's blood glucose readings ranged from 30 mg/dl to 500 mg/dl. Customer was advised that emergency supplies would be sent.